Event description:
Caller states the lancet does not retract into the multiclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Event occurred in a foreign country.